Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system: 2/18/14: 11:42 pm 478 mg/dl 11:51 pm 228 mg/dl 11:57 pm 483 mg/dl 11:59 pm hi (result > 600 mg/dl) 2/19/14: 12:11 am hi (result > 600 mg/dl) 12:15 am 234 mg/dl 12:16 am 271 mg/dl no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.